Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the replacement procedure, the physician had difficulty inserting the wrench in the setscrew for the right ventricular lead on the new device. When it was inserted, the setscrew tightened and several clicks were heard. At that point, the wrench could not be removed from the setscrew. After repeated attempts, the physician requested a new device. The new device was then implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. Analysis also revealed that the returned device indicated a damaged grommet and a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.